Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok syringe package seal integrity was poor/questionable. The following information was provided by the initial reporter: on 20-oct-2023: "during review, we have identified that the packaging was defective for 1ml syringe luer-lock. A root cause within novartis can be nearly be excluded. We kindly ask you to investigate the root cause and send your investigation report." Additional information received on 19-dec-2023: - what exactly do you mean by "packaging was defective"? Packaging was not properly sealed. - was the seal compromised? Yes. ¿ when was this noted? - before use. ¿ any patient injury or medical intervention required as a result? No.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Since no samples were returned for the syringe 1ml ll, product code 309628, from lot# 2068708, with the reported code of ¿package seal integrity poor/questionable¿, the complaint could not be confirmed, and the root cause is undetermined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.